Event description:
Caller states that they performed back to back tests on the same device within 10 minutes with results of 59mg/dl and 238mg/dl. No treatment rec'd. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.